Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. (B)(4).

Event description:
It was reported that after implantation of a za9003 intraocular lens (iol), the surgeon decided to implant a different lens during the same procedure due to vitreous/no capsule. Reportedly, incision enlargement and vitrectomy were performed. Procedure was completed with an anterior chamber lens and patient outcome was successful.

Manufacturer narrative:
Device evaluation: the complaint unit was returned to the manufacturing site for investigation. The device was received in the original folding carton. The lens was received cut across the optic consistent with a lens that has been cut due to intraocular lens (iol) removal process or explant. Both lens haptics were observed in good shape. The reported complaint could not be verified. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There were no related non-conformance reports. All lenses are visually inspected and defective lenses are rejected . The units were released according specification as required per device history records. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed which adequately provides instructions on proper use and handling of the device. Based on the lens analysis, manufacturing record review, historical complaint review and non-conformance review, there is no indication of a product malfunction or product deficiency. All pertinent information available to abbott medical optics has been submitted.